Event description:
It was reported that the customer experienced a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and they successfully rejoined their g7 sensor and resumed insulin deliveries. The customer had already obtained a new tandem pump but had not set it up yet, so no additional action was required. Technical support later assisted the customer with updating a time setting issue, and the case was closed as no further action was necessary.